Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they have false resistance with bd phoenix¿ ap. There was one occurrence in this event with no patient impact. The following information was provided by the customer: the customer calls because the atbs of the panels prepared with the ap often appear resistant to carbapenems and results inconsistent with the rest of the results of the atbs. Repeated manually, the panels are sensitive to carbapemens. The gilesspie application specialist was informed and the customer was advised to perform a decontamination of the ap instrument and change the dispensing tube. The customer uses two types of panels ref (B)(4) lot 2110769 and ref (B)(4) lot 2081450. The customer is not able to provide at the moment the lot number of the indicator. The customer noticed a difference in the measurement of the manual mcf and with the tube diluted by the ap.

Manufacturer narrative:
H.6 investigation summary the complaint of "atb results inconsistent " was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided, instructed customer to perform a decontamination of the instrument and change the dispensing tube. Which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported by the customer that they have false resistance with bd phoenix¿ ap. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " the customer calls because the atbs of the panels prepared with the ap often appear resistant to carbapenems and results inconsistent with the rest of the results of the atbs. Repeated manually, the panels are sensitive to carbapemens. The gilesspie application specialist was informed and the customer was advised to perform a decontamination of the ap instrument and change the dispensing tube. The customer uses two types of panels ref 448876 lot 2110769 and ref 448874 lot 2081450. The customer is not able to provide at the moment the lot number of the indicator. The customer noticed a difference in the measurement of the manual mcf and with the tube diluted by the ap."

Manufacturer narrative:
An update to the h tab has been added: annex e, f and a codes have been added.

Event description:
It was reported by the customer that they have false resistance with bd phoenix¿ ap. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " the customer calls because the atbs of the panels prepared with the ap often appear resistant to carbapenems and results inconsistent with the rest of the results of the atbs. Repeated manually, the panels are sensitive to carbapemens. The gilesspie application specialist was informed and the customer was advised to perform a decontamination of the ap instrument and change the dispensing tube. The customer uses two types of panels ref 448876 lot 2110769 and ref (B)(4), lot 2081450. The customer is not able to provide at the moment the lot number of the indicator. The customer noticed a difference in the measurement of the manual mcf and with the tube diluted by the ap."